Event description:
Per the healthcare provider's report, the pt experienced progressive loss of usable electrodes. The integrity test done in 2007 confirmed multiple non-functional electrodes.

Event description:
During surgery, the loop of the resection electrode detached. It was noted that the electrode was bipolar and was used on a monopolar resector. It was also noted this is not clearly labeled on the box.

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
This type of event is addressed in the device labeling.